Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d154awg ICD implanted: 2008-(B)(6).

Event description:
It was reported that t-wave oversensing was noted on a non-sustained episode. The lead remains in use. No patient complications have been reported as a result of this event.